Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted from (B)(6) 2019 to (B)(6) 2019 with a low hemoglobin of 5.6 g/dl. Upon admission the patient¿s international normalized ratio was 2.7. The patient was transfused with 2 units of packed red blood cells. An esophagogastroduodenoscopy revealed 3 bleeding arteriovenous malformation (avm) and a non-bleeding polyp. Arterial pressure cautery was used for avms. During admission, the patient's surgical wound was weeping and cultured finding gram positive cocci on bactrim. A sternal wound infection was found, and the patient was prescribed antibiotics. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported gastrointestinal bleeding cannot be conclusively determined through this evaluation. A specific cause for the reported infection cannot be conclusively determined through this evaluation. The heartmate 3 lvas instructions for use lists bleeding and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU. The IFU also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of a bleed. No further information was provided. The manufacturer is closing the file on this event.